Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) myometrium'), device expulsion ('migration of essure device: uterine fundus/ essure coil appears to migrate into the uterine parenchyma and the fundus/ metal coil device (consistent with essure device) embedded in myometrium') and pelvic pain ('pelvic pain/ chronic pelvic pain/ mostly on the right side') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included insomnia. Concurrent conditions included allergic rhinitis, peripheral edema, obesity and asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping) / severe cramping"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ excessive and frequent menstruation with large passing clots."), mood swings ("hormonal changes: mood swings") and abdominal distension ("bloating"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weighed as much as 275 during my use of the essure device"), 3 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine / headache"), headache ("headaches / severe and frequent headaches"), nausea ("nausea"), pollakiuria ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"), vaginal discharge ("vaginal discharge"), arthralgia ("pain radiating down to hips region."), urinary incontinence ("leakage of urine"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"), vision blurred ("blur my vision") and ocular discomfort ("I would get pressure behind my eyes"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("diagnosed with systemic symptoms."), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/ rashes or skin conditions type: rashes"), skin disorder ("skin condition"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), enterocele ("diagnosed with enterocele"), premenstrual dysphoric disorder ("diagnosed premenstrual dysphoric disorder"), dermoid cyst ("dermoid cysts"), insomnia ("insomnia"), oedema peripheral ("diagnosed edema peripheral"), vulvovaginal mycotic infection ("vaginal yeast infection"), pruritus ("skin itchy"), dermatitis ("skin inflamed"), skin fissures ("skin cracked"), inflammation ("inflammation near lower extremity and upper extremity") and blister ("skin blistering"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy,enterocele repair,cystoscopy and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, gastrointestinal disorder, headache, nausea, alopecia, mood swings, arthralgia, inflammation, abdominal distension, vision blurred, ocular discomfort and blister outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, rash, skin disorder, anxiety, bladder disorder, cystitis, migraine, enterocele, premenstrual dysphoric disorder, dermoid cyst, insomnia, oedema peripheral, fatigue, pollakiuria, vaginal discharge, urinary incontinence, vulvovaginal mycotic infection and urinary tract infection had resolved, the allergy to metals, pruritus, dermatitis and skin fissures was resolving and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, cystitis, dermatitis, dermoid cyst, device expulsion, dysmenorrhoea, dyspareunia, enterocele, fatigue, gastrointestinal disorder, headache, hypersensitivity, inflammation, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ocular discomfort, oedema peripheral, pelvic pain, pollakiuria, premenstrual dysphoric disorder, pruritus, rash, skin disorder, skin fissures, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: on one of the fragments of uterus, there is an attached 4.4 cm in length. Fallopian tube without fimbria identified, having an indwelling metal coil at the proximal end (grossly. Consistent with essure device) (as written) that does not appear embedded into the uterine parenchyma. Within the specimen container is a 3.8 cm in length pink/purple, fimbriated fallopian tube with a grossly patent lumen (without a metal coil ligation device identified within its lumen) (as written), however, at the remaining cornu is a 0.7 cm in length fallopian tube remnant with an indwelling metal coil (grossly consistent with essure device) (as written) that appears to migrate into the uterine parenchyma at the fundus. Note: the fragment of uterus that appears to be affected by the ligation device is saved intact for possible litigation.. Ultrasound pelvis - on (B)(6) 2015: findings: essure devices are identified within the fallopian tubes. Impression: 1. Borderline thickened endometrium. Correlate with phase of menstrual cycle. 2. Unremarkable uterus and ovaries. 3. Small amount of fluid in the cul-de-sac, possibly physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received. Reporter added. Added events perforation (uterus) myometrium, blur my vision, I would get pressure behind my eyes and skin blistering. Updated outcome of event fatigue, anxiety, vaginal discharge, migraine as recovered, back pain as recovered (previously reported as recovering). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) myometrium'), embedded device ('migration of essure device: uterine fundus/ essure coil appears to migrate into the uterine parenchyma and the fundus/ metal coil device (consistent with essure device) embedded in myometrium') and pelvic pain ('pelvic pain/ chronic pelvic pain/ mostly on the right side') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included insomnia. Concurrent conditions included allergic rhinitis, peripheral edema, obesity and asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping) / severe cramping"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ excessive and frequent menstruation with large passing clots."), mood swings ("hormonal changes: mood swings") and abdominal distension ("bloating"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weighed as much as 275 during my use of the essure device"), 3 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine / headache"), headache ("headaches / severe and frequent headaches"), nausea ("nausea"), pollakiuria ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"), vaginal discharge ("vaginal discharge"), arthralgia ("pain rdiating down to hips region."), urinary incontinence ("leakage of urine"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"), vision blurred ("blur my vision") and ocular discomfort ("I would get pressure behind my eyes"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("diagnosed with systemic symptoms."), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/ rashes or skin conditions type: rashes"), skin disorder ("skin condition"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), enterocele ("diagnosed with enterocele"), premenstrual dysphoric disorder ("diagnosed premenstrual dysphoric disorder"), dermoid cyst ("dermoid cysts"), insomnia ("insomnia"), oedema peripheral ("diagnosed edema peripheral"), vulvovaginal mycotic infection ("vaginal yeast infection"), pruritus ("skin itchy"), dermatitis ("skin inflamed"), skin fissures ("skin cracked"), inflammation ("inflammation near lower extremity and upper extremity") and blister ("skin blistering"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy,enterocele repair,cystoscopy and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, vaginal haemorrhage, gastrointestinal disorder, headache, nausea, alopecia, mood swings, arthralgia, inflammation, abdominal distension, vision blurred, ocular discomfort and blister outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, rash, skin disorder, anxiety, bladder disorder, cystitis, migraine, enterocele, premenstrual dysphoric disorder, dermoid cyst, insomnia, oedema peripheral, fatigue, pollakiuria, vaginal discharge, urinary incontinence, vulvovaginal mycotic infection and urinary tract infection had resolved, the allergy to metals, pruritus, dermatitis and skin fissures was resolving and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, cystitis, dermatitis, dermoid cyst, dysmenorrhoea, dyspareunia, embedded device, enterocele, fatigue, gastrointestinal disorder, headache, hypersensitivity, inflammation, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ocular discomfort, oedema peripheral, pelvic pain, pollakiuria, premenstrual dysphoric disorder, pruritus, rash, skin disorder, skin fissures, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: on one of the fragments of uterus, there is an attached 4.4 cm in length. Fallopian tube without fimbria identified, having an indwelling metal coil at the proximal end (grossly consistent with essure device) (as written) that does not appear embedded into the uterine parenchyma. Within the specimen container is a 3.8 cm in length pink/purple, fimbriated fallopian tube with a grossly patent lumen (without a metal coil ligation device identified within its lumen) (as written), however, at the remaining cornu is a 0.7 cm in length fallopian tube remnant with an indwelling metal coil (grossly consistent with essure device) (as written) that appears to migrate into the uterine parenchyma at the fundus. Note: the fragment of uterus that appears to be affected by the ligation device is saved intact for possible litigation.. Ultrasound pelvis - on (B)(6) 2015: findings: essure devices are identified within the fallopian tubes. Impression: 1. Borderline thickened endometrium. Correlate with phase of menstrual cycle. 2. Unremarkable uterus and ovaries. 3. Small amount of fluid in the cul-de-sac, possibly physiologic.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine fundus / essure coil appears to migrate into the uterine parenchyma and the fundus / metal coil device (consistent with essure device) embedded in myometrium') and pelvic pain ('pelvic pain/ chronic pelvic pain/ mostly on the right side') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included insomnia. Concurrent conditions included allergic rhinitis, peripheral edema, obesity and asthma. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping) / severe cramping"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ excessive and frequent menstruation with large passing clots.") And mood swings ("hormonal changes: mood swings"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 3 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine / headache"), headache ("headaches / severe and frequent headaches"), nausea ("nausea"), pollakiuria ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"), vaginal discharge ("vaginal discharge"), arthralgia ("pain radiating down to hips region."), urinary incontinence ("leakage of urine") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti n frequent urination"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("diagnosed with systemic symptoms."), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), enterocele ("diagnosed with enterocele"), premenstrual dysphoric disorder ("diagnosed premenstrual dysphoric disorder"), dermoid cyst ("dermoid cysts"), insomnia ("insomnia"), oedema peripheral ("diagnosed edema peripheral"), vulvovaginal mycotic infection ("vaginal yeast infection"), pruritus ("skin itchy"), dermatitis ("skin inflamed"), skin fissures ("skin cracked"), inflammation ("inflammation near lower extremity and upper extremity") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy,enterocele repair,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, gastrointestinal disorder, migraine, headache, nausea, alopecia, fatigue, mood swings, arthralgia, inflammation and abdominal distension outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, rash, skin disorder, bladder disorder, cystitis, enterocele, premenstrual dysphoric disorder, dermoid cyst, insomnia, oedema peripheral, pollakiuria, urinary incontinence, vulvovaginal mycotic infection and urinary tract infection had resolved, the back pain, allergy to metals, pruritus, dermatitis and skin fissures was resolving and the anxiety, weight increased and vaginal discharge had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dermatitis, dermoid cyst, device expulsion, dysmenorrhoea, dyspareunia, enterocele, fatigue, gastrointestinal disorder, headache, hypersensitivity, inflammation, insomnia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, oedema peripheral, pelvic pain, pollakiuria, premenstrual dysphoric disorder, pruritus, rash, skin disorder, skin fissures, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: on one of the fragments of uterus, there is an attached 4.4 cm in length fallopian tube without fimbria identified, having an indwelling metal coil at the proximal end (grossly consistent with essure device) (as written) that does not appear embedded into the uterine parenchyma. Within the specimen container is a 3.8 cm in length pink/purple, fimbriated fallopian tube with a grossly patent lumen (without a metal coil ligation device identified within its lumen) (as written), however, at the remaining cornu is a 0.7 cm in length fallopian tube remnant with an indwelling metal coil (grossly consistent with essure device) (as written) that appears to migrate into the uterine parenchyma at the fundus. Note: the fragment of uterus that appears to be affected by the ligation device is saved intact for possible litigation.. Ultrasound pelvis - on (B)(6) 2015: findings: essure devices are identified within the fallopian tubes. Impression: 1. Borderline thickened endometrium. Correlate with phase of menstrual cycle. 2. Unremarkable uterus and ovaries. 3. Small amount of fluid in the cul-de-sac, possibly physiologic.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: new pfs, mr and social media received - new events added:abnormal bleeding (vaginal), fatigue, hormonal changes: mood swings, infection (bladder/urinary tract/vaginal) type: uti, migration of essure device location of device: uterine fundus, nickel allergy, psychological or psychiatric problems condition: anxiety,vaginal discharge, lower back pain, skin itched, skin cracked, urine inflamed, bloating and inflammation near lower extremity and upper extremity. Reporters information, concomitant and historical conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), enterocele ("diagnosed with enterocele"), premenstrual dysphoric disorder ("diagnosed premenstrual dysphoric disorder"), dermoid cyst ("dermoid cysts"), insomnia ("insomnia"), oedema peripheral ("diagnosed edema peripheral") and hypersensitivity ("diagnosed with systemic symptoms.") And was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018- hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rash, skin disorder, bladder disorder, cystitis, enterocele, premenstrual dysphoric disorder, dermoid cyst, insomnia, oedema peripheral and hypersensitivity had resolved and the psychological trauma, gastrointestinal disorder, migraine, headache, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermoid cyst, dysmenorrhoea, dyspareunia, enterocele, gastrointestinal disorder, headache, hypersensitivity, insomnia, menorrhagia, metrorrhagia, migraine, nausea, oedema peripheral, pelvic pain, premenstrual dysphoric disorder, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash, skin condition, psych injury, bladder probs, bladder infect, gi conditions, migraine, headaches, nausea, weight gain, hair loss, diagnosed with enterocele, diagnosed premenstrual dysphoric disorder, dermoid cysts, insomnia, diagnosed edema peripheral, diagnosed with systemic symptoms and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.